Manufacturer narrative:
The device was not returned to olympus for evaluation. However, an olympus field service engineer performed evaluation on-site, confirming the allegation claimed by customer and found that the socket was damaged and replaced it. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was showing b30 (scope communication error). The issue was found during preparation for use of an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide information on additional information received (ga23460062-1). Additionally, to provide a correction to the initial b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the b30 error code occurred because video function did not work properly due to scope socket failure. However, the root cause of the b30 error code could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The device malfunction occurred before the esophagogastroduodenoscopy (egd) procedure when introduction of the endoscope in the connection to the clv-190 exera for exam preparation. The monitor reported the error: b30 ¿ and the user contacted olympus. No damage or infection to the patient/operator. Upon inspection there were no visible anomalies. The procedure had a five minute delay. The problem encountered did not cause an extension of the procedure such that it is considered clinically relevant. No additional medications (including prolongation of anesthesia) necessary. The procedure was concluded using a different instrument.